Event description:
It was reported that the caster assembly broke off the bassinet, causing the nurse to injure her foot. The extent of the injury, and if medical intervention necessary was not reported. The patient was not injured and no clinically relevant delay in treatment for the patient was reported.

Manufacturer narrative:
A visual and functional inspection was allegedly the user facility. The alleged inspection found that the bassinet caster broke off of the base and the cart corner hit a nurse¿s foot. The account confirmed that nothing further was needed at this time.

Event description:
It was reported that the caster assembly broke off the bassinet, causing the nurse to injure her foot. No medical intervention or treatment was required. There was minor pain, but no bruise or scratch. The patient was not injured and no clinically relevant delay in treatment for the patient was reported.